Event description:
The patient was revised because of wear of the liner.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history record and/or a complaint database search was not possible as the product and lot code required was unavailable. The investigation could not draw any conclusions regarding the reported event with the information available, however, although unavailable for evaluation, it would not be unreasonable to expect some degree of poly material wear after approximately nine years of implanted. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.